Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the therapy capacitor failed. The bench repair technician (brt) evaluated the device at bench and determined that the therapy capacitor failed due to malfunction of capacitance assy. The capacitance assy was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.